Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3887-28, lot# 0205833709, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: neu_stylet_acc, product type: accessory. Device evaluation: analysis of the lead found no anomaly. The lead was tested with a known good screening cable and external neur ostimulator and had its distal end placed in a 0.9% saline solution. Impedance testing performed during analysis found that ¿normal impedances were measured on all circuits and electrode pair combinations.¿

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that during a trial procedure the lead went in an out or range (oor) status with impedances lower than 50 ohms. The lead was new at the time of implant and was replaced at that time as a result of the issue. It was noted that a revision was required as a result of the event. There were no patient symptoms/injuries related to this event and the patient was alive with no injury following the replacement of the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.